Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation circuit breaker was evaluated and reset. The system was tested and found to be working as intended and returned to service.

Event description:
A customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.